Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "breast grade IV capsular contracture". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported left side "breast grade IV capsular contracture". Device has been explanted and replaced.

Event description:
As the device is silicone, the reported event of "left side deflation" reported by the hcp on (B)(6) 2023 will be captured as rupture. Un-reporting deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.